Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) timestamps were invalid, which is indicative of the pump restarting after having been stopped. A specific cause for this finding could not be conclusively determined through this evaluation. The account reported a controller clock not set display when the patient¿s system was connected to the power module. A low voltage advisory alarm was also reportedly noted; refer to the controller investigation regarding the controller clock not being set and the reported alarm. The patient reported not being aware of any power alarms going off. It was reported that the controller clock was synced, and the alarms reportedly resolved. Review of the submitted log files confirmed that the lvad timestamps were invalid. This finding is indicative of the pump restarting after having been stopped; however, a specific cause for this finding could not be conclusively determined. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms related to the lvad. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including what to do in an emergency). The heartmate 3 lvas patient handbook, rev. A, is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient was connected to the power module in clinic, the system controller displayed "controller clock not set". There was a low voltage advisory alarm that lasted almost 42 minutes. The patient states they were not aware of any power alarms going off. The event log and periodic log for hm3 patient (B)(6) contained numerous controller clock corrupt alarms. It appeared that there was a loss of all power event that occurred. External power was eventually restored and the pump appeared to resume normal operation with controller clock corrupt faults active. The system controller date suggest the event occurred about 19 days ago. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The cause of the low voltage alarm and loss of power was not confirmed. The controller clock was synched with the power module and the alarm resolved. Further review of the pump periodic log files captured a reset of the left ventricular assist device (lvad) clock, indicating a pump stop occurred.